Event description:
It was reported that the patient's unit showed a low o2 message after replacing the columns. As a result, the patient had to go to the emergency room due to the column error and low o2 error while using the unit. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on (B)(6) 2025. The return reason for oxygen error is confirmed since columns is found leak as the seals are found damaged.